Event description:
During evaluation of a returned homechoice device, a high drain 106 (night drain #6) alarm was identified in the log. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The alarm occurred on (B)(6) 2015 at 06:10:05. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, a high drain error 106 alarm was identified. Upon conclusion of the investigation, the cause of this issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.